Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm cephalic vein. Approximately 6 months post procedure patient suffered low access flow due to stenosis at the cannulation zone. Index target lesion involving left arm brachial cephalic dysfunctional arteriovenous fistula due to low access flow at the cannulation zone. The event was treated with percutaneous intervention. Patient recovered.

Manufacturer narrative:
Update received 22 jul, (B)(6) 2025: patient suffered low arteriovenous fistula access flow due to stenosis at the cannulation zone. 50% segmental stenosis at the body of the graft, at the cannulation zone. Patent cephalic arch and central veins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.